Event description:
The pt reportedly experienced loss of sound between the external equipment and the cochlear implant. The center performed troubleshooting with external equipment. The problem was not resolved. Surgery to explant the pt's device will be scheduled.